Event description:
Information received from the intrepid clinical database. Treatment of a right unruptured ica (internal carotid artery) fusiform with multiple saccular dilation para-ophthalmic aneurysm measuring 23mm x 23mm. It was reported that the patient underwent pipeline embolization treatment on (B)(6) 2010 involving two telescoping pipelines and again on (B)(6) 2010 involving 2 telescoping pipelines. The patient experienced scotoma and had temporary loss of vision in her right eye on (B)(6) 2012 which resolved the following day.

Manufacturer narrative:
The devices involved in the event will not be returned for evaluation as they were implanted in the patient. The other devices involved in the event are as follows: model: fa-77350-20 / lot: not reported / dom: n/a / exp: n/a. Model: fa-77375-20 / lot: not reported / dom: n/a / exp: n/a. (B)(4).

Manufacturer narrative:
(B)(4)